Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the pump did not build up enough pressure to move fluid through the tubing. No further information received.